Event description:
An avanos 22-gauge cannula had a retained portion in a patient during a left sacroiliac joint radiofrequency ablation. Patient was advised of the retained portion of the cannula as well as the option of surgery to remove, which he declined. Upon removal of the cannula, a retained marker was noted on x-ray imaging. Manufacturer response for radiopaque radiofrequency cannula, radiopaque radiofrequency cannula (per site reporter) [redacted name] is safety lead working on this.. [Redacted name] spoke to [redacted name] at site. Item discarded. Will advise [redacted name] to ensure risk is notified. They notified regulatory.